Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. The triclip steerable guide catheter (tsgc) was inserted and the minus knob was applied. However, while applying the minus knob movement from the l knob was also observed. Therefore, the device was removed and replaced. Two clips were then successfully implanted, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.